Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the glass penetrate the user¿s skin? What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? What is the lot number of the device?

Event description:
It was reported that a patient underwent a skin cancer procedure on an unknown date and topical skin adhesive was used. When the ampule was squeezed a piece of plastic came through the surgeon¿s glove and cut him. The procedure was completed with this device and there were no patient consequences reported. No medical intervention was necessary. Additional information was requested.